Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced inadequate coverage. The patient has therapy only on the right site. Impedance check revealed high impendences on all contact of the left lead. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took on (B)(6) 2025 wherein the lead was explanted to address the issue. No new lead was implanted due to patient experiencing a csf leak (related manufacturer reference number:3006705815-2025-19137)

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.